Manufacturer narrative:
Approximate age of device ¿ 40 days. The device was not explanted from the patient and therefore is not expected to be returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding, stroke, and death are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 due to intracerebral bleeding. Reportedly, the device was working as expected the entire time of support. No additional information was provided.